Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the trocar valves leaked during a vitreoretinal procedure. The product was replaced and the procedure was completed without harm to the patient. Product samples were requested for evaluation.

Manufacturer narrative:
For opened trocar hub and cannula assemblies were received for evaluation. The returned samples were visually inspected and were all found to be conforming. The final customer lot was identified. The device history record review shows that the product was released in accordance with all product acceptance criteria. Due to an observed increased trend for this event, an internal investigation was initiated to determine if corrective and preventative actions were necessary. A root cause for the increased complaint rate was found to be related to a manufacturing post assembly inspection practice. (B)(4).

Manufacturer narrative:
A non-safety medical device correction was completed on august 12, 2015 and a manufacturing change implemented to address the root cause. All potentially impacted alcon customers have been contacted, trocar plugs made available and other risk mitigations discussed. (B)(4).